Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had 2 of her reservoirs lock up, so she cannot shoot the insulin back into the vial to clear the air bubbles. Customer stated that when she was trying to push the air bubbles into the vial, the plunger rod would not allow her to do so. Customer's occluded reservoir will be replaced. Customer's blood glucose was 247 mg/dl.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion tests and the reservoirs were not occluded, and had no air bubbles.